Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during manual prime. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind but the insulin pump was stuck in the rewind/prime loop. The insulin pump passed displacement test but when the customer was assisted with priming, she received another motor error alarm. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during a bolus or basal delivery, and a motor position encoder error alarm was confirmed in the history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, a missing end cap sticker and a partially broken reservoir tube lip.